Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that the paramedics were called and he had an emergency medical assistance. Troubleshooting was performed at that time, and it appeared that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.